Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was noted that the patient¿s trial started on (B)(6) 2018. It was reported that the patient had been in the hospital since (B)(6) 2018, but the reason for this was unknown. It was later reported that the patient was at their healthcare provider¿s on (B)(6) 2018 and one of their lead wires broke. It was recommended that they follow up with their healthcare provider. No further patient complications are anticipated or expected as a result of this event.